Event description:
It was reported, the targeter is old, and everything proceeded normally. The nail was passed correctly, the lag screw was inserted, and on insertion of the distal screw, the drill missed the nail, through the guide and screw was placed posterior to the nail. Removed the screw, tried to redrill through the guide, and the drill bit shattered inside the nail. Had to remove the failed gamma iii guide, and completed freehand. After surgery, rep looked at it to see how it looks, there was just so much play in it. The shattered drill bit was removed, but particles were left inside.

Manufacturer narrative:
Add'l info has been requested and if received will be provided on a supplemental report. Same pt as MDR 9610622-2010-00491.